Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, flu, low back pain, aching (l) knee, osteoarthritis knee, ovarian cyst and appendectomy. Previously administered products included for an unreported indication: norco. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and adenomyosis ("adenomyosis"). The patient was treated with surgery (supracervical total abdominal hysterectomy with bilateral salpingectomy, endocervical biopsy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage and adenomyosis outcome was unknown. The reporter considered adenomyosis, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure removal date as per pfs is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, flu, low back pain, aching (l) knee, osteoarthritis knee, ovarian cyst and appendectomy. Previously administered products included for an unreported indication: norco. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and adenomyosis ("adenomyosis"). The patient was treated with surgery (supracervical total abdominal hysterectomy with bilateral salpingectomy, endocervical biopsy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage and adenomyosis outcome was unknown. The reporter considered adenomyosis, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure removal date as per pfs is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received : reporter added, "previously reported event medical device removal replaced by pelvic pain". Other events abnormal uterine bleeding and adenomyosis added , lab test and rcc added. On 14-oct-2020: mr received: reporter added, medical history and historical drug added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.